Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, after the wearable was inserted, the patient experienced pain, redness, swelling, nausea and chest pain. The patient went to the emergency room (ER). At the emergency room, the patient had an x-ray done which revealed a possible tumor near the bone and it was reported that the sensor aggravated the area. The patient was prescribed unspecified oral medication. At the time of the report, patient condition was unchanged. Data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No additional patient or event information is available.